Event description:
A complaint was filed to a deltamaxx (cdx180935-30 / c26727) and a prowler select plus (606-s255x / 15664103). The report indicated that the deltamaxx coil (cdx180935-30 / c26727) was used as the 3rd coil. It was reported that the deltamaxx was stuck in the distal end of the prowler select plus (606-s255x / 15664103) due to the lack of flushing. The physician was unaware of the fact that the pressure infuser bag had been empty. The both complaint device were replaced with new devices and the bag was re-filled. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible damages were noted on the products prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the spa. The patient was a (B)(6) male, whose vessels were heavily torturous but not calcified. A radifocus gt (terumo, type unknown), an okay (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
(B)(4). The product was not received for analysis, and review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The product was not received for analysis, and without the product, the reported event could not be confirmed. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Therefore, no corrective actions will be taken at this time.